Event description:
A company representative reported that an avs pl spacer straight inserter bent intra-operatively. It was further reported via follow up communication that the inserter was used at a difficult angle and excessive force was applied. The procedure was completed successfully using a replacement inserter with no surgical delay and no adverse consequence to the patient.

Manufacturer narrative:
H6 codes have been updated to reflect receipt of the device and conclusion of the investigation.

Event description:
A company representative reported that an avs pl spacer straight inserter bent intra-operatively. It was further reported via follow up communication that the inserter was used at a difficult angle and excessive force was applied. The procedure was completed successfully using a replacement inserter with no surgical delay and no adverse consequence to the patient.